Event description:
It was reported that, during distal reaming in a thr surgery, the zimmer/hall connection of the t-handle broke. Incident occurred with instruments inside patient. It is unknown how the procedure was completed. A non-significant delay was reported as a consequence of this issue. Patient was not harmed beyond the reported problem

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
Additional information: d4, h4. H10: the associated device was returned and evaluated. A visual of the returned device confirms one the jaws has a large crack in it, rendering the device inoperable. The t-handle crack in the jaws of the handle, likely from static bending or torsional overload. An overload fracture can occur if the mechanical loads applied to the device exceed the strength of the mater. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).